Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they had recharger and battery pack replaced but continued having problems. It kept telling the patient to replace the battery pack and will not charge the implantable neurostimulator (ins). Recharger was not making a clicking sound and pt had a hard time charging. Patient would fight for 30min-1 hr to get to 20-30%. It would then say battery too low. But battery pack was at 80%. Patient also got rm06 or rm07. Controller also goes to a white screen and turns off. Patient would take the battery out, wipe off the prongs on battery and controller and reinsert the battery. The controller sometimes sits and spins trying to find it or spins on checking recharge quality. Right now the ins was at 30% and will not hold it for long. Usually pt would get 4 days out of a charge if they could charge to 100%. Per previous replacement history, controller was replaced in 2023. A request was sent to repair to replace the controller.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about a month and a half to 2 months they has been having issues when trying to charge the implantable neurostimulator (ins). Pt states then they are trying to charge the implantable neurostimulator (ins)  the controller is showing replace controller batteries soon. Pt states they see no visual damage to the battery pack (bp) /connector pins or the controller. Patient is able to plug the controller into the ac power cord without the battery pack and the controller does power on and show 0% and recharging. Pt states they have been recharging the controller for a couple of days and they are seeing the green flashing light however the controller battery does not charge. Agent sent request to repair to replace the bp. Pt states when they are trying to charge the ins it takes a reallylong time and the recharger telemetry module (rtm)  gets hot. Agent sent request to repair to replace the rtm. Pt will call back if they need further assistance.

Manufacturer narrative:
H3: product ID 97755-s ; serial# (B)(6) product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Visual observation noted white rubbing off. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.